Manufacturer narrative:
Correction: b5 should have included or clarified lead procedure or capped date. Capped date (B)(6) 2021 added to b5. Same date as initially reported event date.

Event description:
The right ventricular (rv) lead was capped (B)(6) 2021 on the same day as the event date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that significantly decreased sensing, increased capture thresholds and high pacing impedance was observed on the right ventricular (rv) lead. A rv lead fracture was suspected. The rv lead was capped and replaced. The patient was stable and discharged.